Event description:
A malfunction with the pump was reported, identified by malfunction code malf 12, which was resettable, and the customer was assisted with resetting it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was informed to continue using the pump and to contact technical support if the malfunction code appeared again, which the customer understood and acknowledged.